Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) and ventricular oversensing (double counting) leading to inappropriate shock.

Event description:
It was reported that the patient received possible inappropriate therapy due to suspected atrial fibrillation (af) with rapid ventricular response. It was also reported the right ventricular (rv) lead had exhibited noise and suspected double counting. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.